Manufacturer narrative:
The last calibrations were performed on (B)(6) 2021 for tsh, (B)(6) 2021 for b12, and (B)(6) 2021 for folate. All calibrations were acceptable. The qc recovery showed one level out of range for folate on (B)(6) 2021. The tsh qc was acceptable. The alarm trace contained multiple abnormal aspirations, sample clot detection, sample foam detection, and pre-clean short, alarms on the date of the event near the time sample was processed. This is an indication of possible poor sample quality. The investigation determined the event was due to a preanalytic issue at the customer site.

Manufacturer narrative:
The field service engineer performed various checks and did not find a cause. The customer ran calibration and qc which was successful. The investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay, elecsys folate iii, and elecsys tsh assay results for nine patients with the cobas e 801 module. The reporter stated having an issue in which the procell was low but did not receive an alarm indicating as such. They started having odd patient results with various flags and alarms so he replaced the procell, which corrected the issue. Sample 1: the initial b12 result was 1913 pg/ml. The repeated result was 1426 pg/ml. Sample 2: the initial b12 result was 589 pg/ml. The repeated result was 376 pg/ml. Sample 3: the initial b12 result was 393 pg/ml. The repeated result was 290 pg/ml. Sample 4: the initial b12 result was 1021 pg/ml. The repeated result was 790 pg/ml. The initial folate result was 16.4 ng/ml. The repeated result was 10.6 ng/ml. Sample 5: the initial b12 result was 632 pg/ml. The repeated result was 367 pg/ml. Sample 6: the initial tsh result was 1.59 uiu/ml. The repeated result was 2.46 uiu/ml. Sample 7: the initial tsh result was 0.211 uiu/ml. The repeated result was 2.55 uiu/ml. Sample 8: the initial tsh result was 0.135 uiu/ml. The repeated result was 1.28 uiu/ml. Sample 9: the initial tsh result was 1.29 uiu/ml. The repeated result was 1.94 uiu/ml. It is unknown if the questionable results were reported outside of the laboratory. The b12 reagent lot number was 48601800. The folate reagent lot number was 45159800. The tsh reagent lot number was 53356900. The expiration dates were requested but not provided.